Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the procedure was stopped. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and hard drive and loaded the software. After which, the system was returned to use in good working order. These codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the flexvision pc would not boot up and a procedure had to be stopped. There was no report of harm. Philips has started an investigation of this complaint.